Manufacturer narrative:
Pictures received by (B)(6): two (2) pictures were received for evaluation. Per pictures received, pinch marks in tube were found. The customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of an smiths medical cadd cassette reservoir, a patient was experiencing difficulties with kinked lines in the veletri consumable kit. Low flow, patient became unwell and pale in the face. Patient did not seek medical help. Patient changed the lines and felt better once the flow rate improved. No further adverse patient effects were reported.